Manufacturer narrative:
Investigation summary bd had not received samples; therefore 90 retention samples were inspected with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® edta 2k experienced difficulty/unable to pierce through stopper. The following information was provided by the initial reporter: the customer stated "the needle breaks off when using bd tubes under operation of g-8 immunoassay analyzer."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® edta 2k experienced difficulty/unable to pierce through stopper. The following information was provided by the initial reporter: the customer stated "the needle breaks off when using bd tubes under operation of g-8 immunoassay analyzer."